Event description:
It was reported that the patient had a seizure over the weekend and their healthcare provider (hcp) wanted to perform an MRI of the head/brain. Guidelines were requested. Follow-up was performed to determine what the results of the MRI were, if the seizure was related to the device/therapy, if the patient had a history of seizures and when the onset of them were, and how the patient was doing. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 377760, lot# n0033279, implanted: (B)(6) 2005, product type: lead; product ID 377760, lot# n0035478, implanted: (B)(6) 2005, product type: lead. (B)(4).